Event description:
A call center ticket was logged with the following text "state log shows repeated charge/shock failure. No incident. Recorded in auto test and ops check." These errors could indicate a charge/shock related malfunction occurred. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.